Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the injection of cement with the vertecem v+ cement kit on (B)(6) 2013, there was a leakage into the spinal canal. During the injection, the surgeon changed from the lateral to the anterior posterior plane. Under anterior posterior control approximately 2ccs of cement was injected to fill the corners of the vertebral body. A portion of this cement came into the spinal canal. Under lateral fluoroscopic view, an extravasation into the spinal canal was noted. The surgeon decided to immediately perform a laminectomy. The intraoperative complication was reported as having no adverse consequences for the patient. This is report 1 of 1 for complaint (B)(4).